Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. The sample was received in used condition without its original packaging. Visual inspection confirmed the breathing bag has a tear. Unable to determine the root cause of the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the anesthesia bag was noticed to be torn upon opening the package. No patient injury was reported.